Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. D6a: implant date is unknown. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer report number: 1627487-2024-00739. It was reported that the patient had fallen, and their leads had migrated. Surgical intervention was undertaken, and the leads were explanted and replaced.